Event description:
Facility reports 2 blood leak incidents at the onset of treatment. Blood was noted on dialysate side and incidents occurred after re-use #12 and re-use #8. Treatment was terminated and re-started with new disposables. Estimated blood loss was 200cc's. No patient injury or medical intervention reported.

Event description:
Facility reports one incident of a blood leak at the onset of treatment. Blood was noted on dialysate side and incident occurred after reuse #8. Treatment was terminated and re-stated witn new disposables. Estimated blood loss was 200cc's. No pt injury or medical intervention reported.